Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "check vent: battery failed" (diagnostic code 1124), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the error, "check vent: battery failed" (diagnostic code 1124), had occurred when a field service technician (fst) was onsite to perform an evaluation. The fse advised the replacement of the battery, but the customer declined repairs. The customer declined repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was discovered that the error, "check vent: battery failed" (diagnostic code 1124), had occurred when a field service technician (fst) was onsite to perform an evaluation. The fse advised the replacement of the battery but the customer declined repairs. A second service order has been opened to address the reported issue at this later time. The unit was sent to the repair center, and the reported issue was confirmed. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
At the repair center, the repair personnel replaced the battery to resolve the reported issue. The repair center personnel replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.